Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, following valve surgery the patient was in atrial fibrillation and it was deemed necessary to perform an external cardioversion. Failing to realize that the pacemaker was implanted on the right side of the chest, the external defibrillation pads were positioned with one directly above the pacemaker and the other in the mid axillary region. Upon device interrogation following the cardioversion, it was noted that there was no capture from the pacemaker at 3.5v and both the atrial and ventricular leads had impedances higher than 3000 ohms. There was also no sensing possible in unipolar or bipolar mode. The pacemaker involved in this MDR report was explanted and returned for analysis.